Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of the device received. Visual inspection reveled that the external appearance of the device is in good condition, sterilization marks could be observed on the engraving, when the functional test was performed it was observed that when pressing the button down to cut the suture a noticeable resistance was felt, however this was not a consistent result. The device was sent to the manufacturer for further evaluation and it was conclude that the arthroscopic pusher-cutter is meant to cu the suture that is being passed through it during procedure. The cutting of the device is being tested during production twice with test suture #2-0. The investigation was carried out by qa, qc and operations departments. Device history review (DHR) records were reviewed and no deviations were found. 100% of the devices were inspected for cutting twice during production. Once, during the production process, transition validation for arthroscopic pusher-cutter was reviewed, and no issues were found. The device returned to tag for evaluation, the device cuts suture but its movement of the moveable features is not smooth. There a few possibilities, the device could have been damaged during usage, the cleaning or thermal disinfection processes. Overall the manufacturer was unable to find a definitive root cause for this complaint. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the arthro pusher/cutter *ea would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. E3: reporter is a j&j sales representative. UDI: (B)(4) as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported by the sales rep that prior to an unspecified surgical procedure on (b)(3)2023 it was observed that upon opening the arthro pusher/cutter *ea device it was getting stuck when pushing down. The device was never used in the procedure. There were no reported adverse patient consequences. There was no surgical delay reported. No additional information was provided.